Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with injection reflin (1 gram; route and frequency not reported) and injection tobramycin (40 milligram; route and frequency not reported). At the time of this report, the patient was recovering from the peritonitis. Dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(6). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.